Manufacturer narrative:
Initial reporter phone: (B)(6). Investigation summary: bd had not received samples or photos for investigation. Therefore, 15 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ integrated holder, the device experienced blood leakage or other sample leakage from the device. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: rubber sleeve leakeage , blood to the nurse jackets and gloves. But no to the skin.